Event description:
It was reported, "the clips come out of the clip applier but don't compress into the final position." There was no patient injury reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. At the time of this report, the investigation has been started but not completed. Once the investigation is completed, a follow up MDR will be submitted. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 0002090040-2013-00010 where the clip would not release and extended the procedure an hour and a half and sent the patient to the ICU, even though there was no patient injury in this event.